Event description:
It was reported that eight days post implant the patient experienced pain and a high heart rate. It was further reported that the implantable pulse generator (ipg) exhibited a suspected malfunction. The right atrial (ra) lead also exhibited oversensing, intermittent far field r-wave (ffrw) oversensing and low p waves. The ipg and ra lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.